Event description:
Procedure type: lap hernia repair. According to the reporter: the balloon popped. No operating room time extension. Retrieved all the pieces of the balloon. Pieces of balloon were not noted to have fallen in the patient.

Manufacturer narrative:
(B)(4).